Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an inappropriate shock due to inappropriate programming. Programming changes were made. The device remains implanted.